Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus found that the coating of the ig tube was peeled off. (1mm2 or more). It is mostly like that the issue occurred due to damage to the forceps channel during handling. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofiberscope had the coating of the image guide tube is peeled off (1mm2 or more). There were no reports of patient harm.